Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 388 and blood glucose was 58 mg/dl. It was found that sensor cannula was bent. Customer declined troubleshooting for low blood glucose. Customer was advised to monitor system and call should issue persist. No further information provided.